Manufacturer narrative:
Evaluation summary: customer reported that the shunt touched to the iris one day after the surgery; the shunt has remained in the eye. No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. This is a known transient complication, not device related. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Additional information has been requested. (B)(4).

Event description:
A customer reported a glaucoma filtration device touched to the iris following surgery. The device remains in the eye. Suture lysis was performed several times. Additional medication was prescribed due to post-surgical complications. Additional information was requested.